Event description:
It was reported the patient did not charge the ipg as instructed by the manufacturer resulting in the device becoming inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient stopped charging the ipg due to increased recharge burden. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.